Event description:
It was reported by the customer the patient required PICC placement due to the treatment plan, and the hcp found that the guidewire was bent anteriorly during placement, which interfered with the subsequent placement of the catheter. It was withdrawn along with the puncture needle and a new set of catheters was opened for placement. (B)(6) 2024 - the guidewire returned for evaluation was found to exhibit elongation in the distal end of the coil wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire is confirmed and was determined to be use related. The product returned for evaluation was a nitinol guidewire. The distal end of the guidewire exhibited multiple bends. Microscopic inspection of the guidewire revealed elongation in the coil wire in the distal end of the guidewire, near the coil/core transition. Light use residue was observed on the guidewire. The coil wire, core wire, and weld tip were all intact. The location of the observed bends and the use residue on the returned sample suggest the guidewire was likely damaged during device placement/withdrawal. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.